Event description:
It was reported from (B)(6) that during an ear, nose, and throat (ent) surgery, it was observed that the hose on the foot control device needed to be replaced. The reported did not provide an alleged malfunction. As a result, there was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the hose was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.